Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the dilator broke at the hub. Additional information was provided on june 5, 2018. The reported event occurred intra-operative at the start of the during a cardiac catheterization procedure, after access was obtained. The sheath was inserted otw, when removing the wire and dilator, the dilator detached from the hub. No material was left in the patient. Access was not difficult to obtain, and the sheath remained in patient to complete the procedure. There was no blood loss, and there was no change in the patient's condition following the procedure. The procedure was completed successfully. There were no other devices used in place of the pinnacle precision sheath for access. Other devices used; were wires and catheters to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel the report. It was determined that this report is a duplicate report and was inadvertently submitted. For the original report, please see MDR 1118880-2018-00057.